Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a femoral nailing procedure due to a fractured femoral neck on (B)(6) 2019, the tip of the reamer broke off while drilling for an unknown recon screw. An x-ray was taken to confirm that the tip of the reamer was stable in situ. During the procedure, instead of two (2) unknown recon screws, the surgeon put only one (1) recon screw and an unknown proximal locking screw. The procedure was successfully completed by using a second reamer on the set. There was a ten (10) minutes surgical delay reported. The surgeon decided to leave the broken drill tip in situ and will note to take it out if the nail is removed. Patient condition was unknown. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity 1), unknown recon screw (part # unknown, lot # unknown, quantity 1), unknown nail (part # unknown, lot # unknown, quantity 1) . This report is for one (1) reamer. This is report 1 of 1 for complaint (B)(4).